Event description:
New information received notes that the lead also exhibited high capture thresholds.

Manufacturer narrative:
The reported events of high lead impedance, and inadequate capture were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did find an internal insulation abrasion under the right ventricular shock coil with no damage noted to the cable coating or inner cable lumen. All other damages found are consistent with procedural damage.

Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of transmission, it was found, that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced. Patient condition was stable.